Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the main pcb of the doppler. The iabp was handed over to the customer in good, working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units doppler is not working. There was no patient involvement.